Manufacturer narrative:
Tech service troubleshot with the customer who reported an intermittent issue with their collimator that was showing a red led and stopping all exposures. Tech service advised that the collimator blades may be jamming and they may have to order replacement . Customer said that they would clean the blades and call tech services again for more info when their biomed was in house. On (B)(4) 2015 product monitoring contacted customer who reported they were able to resolve this problem with the help of tech support. They were able to clean and lubricate the collimator blades and the problem has resolved. The system was fully functional.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports the system fluoro failed with a collimator error during an unknown procedure. Staff moved the patient to another room and completed the procedure without incident. No reported injury.